Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 808:02 was confirmed during product evaluation. The root cause of the reported condition was assigned to a faulty pump head module. The pump head module was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 808:02, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.